Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. There was no button error alarm noted. There was no moisture damage found on the electronic assembly. However, the unit received with currents in specification and there was no unexpected battery out limit alarm noted during testing. (B)(4).

Event description:
The customer's father reported via phone call that they received a button error alarm. The customer's blood glucose was 143 mg/dl at the time of incident. The customer's father stated the insulin pump received a battery out limit alarm. The customer's father was advised that the insulin pump will need to be replaced. The customer's father was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.